Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to noise and oversensing. Technical services (ts) reviewed the stored episode, possible causes were discussed and troubleshooting options were recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to noise and oversensing. Technical services (ts) reviewed the stored episode, possible causes were discussed and troubleshooting options were recommended. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.